Manufacturer narrative:
Reference manufacturers report number 1218950-2019-08171 previously submitted with incorrect registration number.

Event description:
The customer reported the sweep speed is off and a delay in image #2. There was no reported patient impact / injury.